Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during nutrition administration air bubbles were observed inside the set despite it was primed several times. The pump was changed the problem persisted and when the set was changed, the problem was resolved. There was no patient injury, medical intervention, or adverse reaction was associated with this event; video provided.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on july 27, 2021. There were no physical samples received for investigation; however, a video was provided. The video was reviewed, and air bubbles were observed through the entire line. The reported condition was confirmed. In addition, both the feed and flush bags were observed to be completely empty. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Without a physical sample to evaluate, a root cause could not be determined. If the sample is received at a later date, the investigation will be updated to reflect our findings. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.